Manufacturer narrative:
The device was not returned to olympus and an evaluation cannot be performed. The cause of the reported problem could not be determined.

Event description:
A user facility reported to olympus that, when preparing for a patient procedure, they were getting a b-30 error code on multiple scopes of olympus model series 190 when connected to the clv-190, evis exera iii xenon light source. Upon connecting a series model 180 olympus scope to the light source, the b-30 error was not generated. The intended procedure was completed using the same light source and a 190 series scope. The intended procedure was a colonoscopy. The device was inspected prior to use with no abnormalities and damage noted. There was no patient injury or harm associated with the problem reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections d4, h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was the adhesion of inappropriate material to the electrical contacts of the scope connectors, such as dust or chemical residues. As stated in the instructions for use, as a preventive measure, "if the light source is soiled, perform the following cleaning procedure immediately after use. If cleaning is delayed, residual organic debris will begin to solidify, and it may be difficult to effectively clean the light source. The light source should also be cleaned routinely."